Event description:
It was reported that the patient's pump end of life (eol)/end of service (eos) was missed, and the patient reported a change in therapeutic effect. The last pump refill was (B)(6)2012 and it was not known if the elective replacement indicator (eri) alarm was noted at that time. The patient experienced an increase in baseline spasticity and reported he was taking an increased amount of oral valium <(>&<)> pain medication since (B)(6) 2012, but had not heard the pump alarming. The pump had an end of life/end of service occurrence on (B)(6) 2012, and that eos date was determined to be within the expected longevity range. The medication in the pump was lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8703w, lot# l63751, implanted:(B)(6) 1999, product type: catheter. (B)(4).